Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found moderate adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.

Event description:
The patient reported that v-go fell off after 8 hours on friday, (B)(6) 2020 and another v-go did not stick to the skin at all on saturday, (B)(6) 2020.